Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain issues has resolved. The recipient was successfully activated. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain following initial implant surgery. The recipient was reportedly prescribed pain medication (type unknown).